Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the plastic tip was cracked while dis-impacting the head from the femoral stem; however, no parts fell into wound and ¿the patient was not affected¿. Reportedly, a back-up mallet was used to complete the procedure without patient injury or surgical delay. No further complications were reported. Responses to the requested clinical documentation/information had not been received as of the date of this investigation, therefore, the root cause and the patient impact beyond the reported modified procedure could not be determined; however, reportedly, ¿the patient was not affected¿ and no patient injury or surgical delay was reported. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during thr surgery the plastic tip of the slotted mallet cracked while disimpacting zimmer femoral head off zimmer femoral stem. The procedure was completed without delay using a smith and nephew back-up device. No other complications were reported.